Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The bolt that holds spreader bar in place keeps coming loose.

Manufacturer narrative:
Additional/updated information was added to reflect the cross support weldment and shoulder screw being returned to the manufacturer for evaluation. The result of the evaluation was that the cross support threads appeared damaged causing the bolt to come loose, which confirmed the original complaint issue.

Event description:
The bolt that holds spreader bar in place keeps coming loose.